Manufacturer narrative:
On 20 may 1997, the physician reported that the pt had a shallow scar in the glabella. The physician did not respond to a fellow up request on 19 september 1997.

Event description:
Pt who was treated in the glabella on 2/27/97. The physician observed no blanching or bruising during the injection. When the pt got into his car, he noted blanching from the glabella to the middle of the forehead which lasted for one to two days. The area then became bluish in color, a bruised appearance, and "pus" started coming out on either 3/1/97 or 3/2/97. On 3/5/97, oral erythromycin was prescribed. On 3/8/97, the area was starting to heal. On 3/10/97, scar tissues was noted. On 3/17/97, the area was healed with a reddish scar present. The physician diagnosed a necrosis.